Event description:
A customer contacted haemonetics on (B)(6), 2011 to report intermittent connection issues at the power entry module regardless of which cord used. No operator or donor injury was reported.

Manufacturer narrative:
A customer contacted haemonetics on (B)(6), 2011 to reported intermittent connection issues at the power entry module regardless of which cord used. No operator or donor injury was reported. Evaluation of the returned unit confirmed there was fluid ingress on electrical components within the machine. As a result several parts were replaced including the power supply. Device is back in proper working condition. Haemonetics (B)(4).